Event description:
It was reported that a small volume infusor underinfused. The device was filled with 117.5 ml, 3900 mg of fluorouracil and 20 ml of normal saline. The reported expected therapy time was 46 hours; however, the device did not fully infuse after the allotted time. After an additional three hours, the reporter stated that solution still remained in the device. The infusor was at room temperature before use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 20, 2014 and january 21, 2014. Evaluation summary: baxter received one unit for evaluation with 8ml of fluid in the bladder. Visual inspection on the unit showed no signs of physical abnormality. A functional flow rate test was performed on the unit and was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and evaluation is underway. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.